Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the device operating differently than expected was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, perclose placement of the suture was attempted in the common femoral artery using the prostar xl device. Reportedly, when tying the knot, the green sutures became trapped with one of the needles. A second prostar xl device was prepared using the perclose technique and set aside. The arteriotomy was 6f. The sheath was upsized to 18f for the tavi procedure. After the tavi procedure was completed, the sutures of the second prostar xl device achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.